Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It has been reported that the unspecified bd¿ needle has been found experiencing three occurrences of blocked needles during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that 2 needles were stuck together as well as there was a faulty syringe. Additionally, it was reported that 3 needles were switched out and the insulin could not be pushed out of any of them. Updated info rcvd 1/9 - customer reported a faulty syringe in which they switched out the needle on 3 times and they could not push the insulin out of the syringe with any of the new needles. Description of issue: customer reported they had 2 needles that were stuck together as well as a faulty syringe. Item number: customer cannot provide. Product lot number: customer cannot provide. Complaint 1 of 2.